Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including disability, hernia recurrence, obstruction, adhesions, and surgical intervention.the instructions-for-use (IFU) supplied with the device lists hernia recurrence, adhesions and inflammation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient was implanted with the bard/davol 3dmax mesh (product). It is alleged that on (B)(6) 2017, the patient was implanted with the product in the course of an inguinal hernia repair surgery. It is alleged that further to the implantation with the product, the patient suffered the development of chronic pain, inflammation, swelling, bowel obstruction, gastrointestinal malfunction and hernia recurrence, necessitating further reparative surgery which occurred on (B)(6) 2020. It is alleged that subsequent to the latter surgery, the plaintiff has continued to suffer from chronic pain, inflammation, swelling, bowel obstruction, gastrointestinal malfunction, and hernia recurrence. Attorney alleges that the patient has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences. It is alleged that the implantation and failure of the product has had a devastating impact on the patient, leaving the patient with permanent injuries including scarring, disfigurement, and chronic pain. It is alleged that the patient's adverse reaction, complications, and further surgery directly and proximately resulted from the defective and dangerous condition of the product. It is also alleged that the patient sustained injuries including mesh failure, hernia recurrence, adhesions and chronic pain. It is alleged that the injuries due to the implantation of the product have caused and continue to cause the patient pain, suffering, permanent physical disability, loss of physical, mental and emotional health. It is alleged that the patient has sustained certain special damages and loss and expenses for medical treatment and continues to undergo medical care and treatment. It is alleged that the patient had been treated with a course of hospitalization, diagnostic imaging, revision surgery, serum testing, antibiotics, analgesics, and rest. It is alleged that the patient will require further invasive repair surgery, physiotherapy, rehabilitation, and will continue to require other medical care in the foreseeable future. It is also alleged the device was defective.